Event description:
A trilogy ev300 ventilator was sent to a third-party service center for evaluation. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an oxygen sensor failed calibration. The technician confirmed a failure of the evo oxygen blending module. The device's evo oxygen blending module assembly was replaced to address the issue. The system meets the specification for the performed service and is returned to use.